Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during archive review but not during functional testing. The load sensing system has detected a weight/load imbalance between the two load cells due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. No physical damage was observed on the autopulse platform. However, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. To remedy the issue, the sticky clutch plate was deburred. During archive data review, ua07 was observed on the reported event date. Thus, confirming the reported complaint. During the initial functional test, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial # (B)(4).

Event description:
The customer reported that during patient use, the autopulse platform (serial # (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The users were unable to clear the advisory and they immediately performed manual CPR. No known impact or consequence to patient information was provided.